Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to detect and treat a patient. Device evaluation for electrode belt sn (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn (B)(4) : 06/2013 - reuse. Electrode belt sn (B)(4): 01/2014 - reuse.

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data from a (B)(6) year old female patient alerted zoll customer support on (B)(6) 2014 that the patient passed away on (B)(6) 2014. The patient experienced a treatment event. The patient was a passenger in a car at the time of the event. It was reported by the patient's mother that the patient went into a daze and swooped over". The patient received one appropriate treatment at 1:29:01 on (B)(6) 2014. The rhythm at the time of treatment was ventricular fibrillation (vf) and the post shock rhythm was ventricular tachycardia (vt) at 185 bpm. The patient then received one non-lifevest treatment at 01:46:52. The rhythm at the time of the treatment was vf and the post shock rhythm was asystole. The patient then received one inappropriate treatment at 01:47:05 on (B)(6) 2014. The rhythm at the time of treatment was CPR artifact and the post shock rhythm was CPR artifact. The patient then received a second non-lifevest treatment at 01:47:10. The rhythm at the time of the treatment was vf and the post shock rhythm was asystole. The patient's mother and daughter were with the patient at the time of the event. It was reported that the response buttons were not pressed. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The two non-lifevest shocks were delivered during resuscitation attempts at the hospital. The patient was reported to be unconscious during the treatment events. CPR artifact is noted prior to the third lifevest treatment. The patient passed away at the hospital.